Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port setscrew on the cardiac resynchronization therapy defibrillator (crt-d) was screwed in diagonally. An attempt was made to reset the screw but failed and the screw could not be retrieved. The device was implanted since the lead was securely connected to the device and all electrical measurements were appropriate. No patient complications have been reported as a result of this event.